Event description:
Customer states when they were changing the water tank, they neglected to turn the valves back on and the analyzer began leaking. The leak came from the back of the analyzer into the walkway. No pt samples were involved and no operators were harmed. The field service rep found the circulating pump head was broken due to the valves being accidently turned off. He replaced the pump head. Performance tests were performed.